Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). 6570-0-128 stryker biolox delta ceramic femoral head (B)(4).

Event description:
It was reported that the patients left hip arthroplasty was revised during treatment for ongoing infection. The liner and head were revised.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified devices manufactured by zimmer caused or contributed to patient infection. It is reported that a non zimmer biomet head (stryker) was used with the reported trilogy longevity constrained liner. Zimmer-biomet has not confirmed the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. The recommended compatibility chart can be found at www.productcompatibility.zimmer.com. However, it cannot be confirmed that this incompatibility has any definitive relationship to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.